Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Doctor has deployed pleurx to few cases. Approx 30 in last 4months. But in last few cases dr informed me yesterday that patients with last 3-4 cases are reporting fluid leakage, septations , fluid not coming out. It was septation and not separations. The leakage is happening from catheter insertion site to body. Not from any component of the catheter. Yes the patient is getting impacted due to leakage and septation. There was no infection noticed at the insertion site due to leakage.